Event description:
It was reported by an anonymous patient that a previously implanted lower extremity screw, lock and nail caused pain, was faulty, and required a revision. The device was originally implanted on (B)(6) 2012, and it was removed on (B)(6) 2012. The patient's hip was replaced on (B)(6) 2013. It was reported that the device was protruding from the bone and almost broke the skin. This report is for an unknown end cap. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.